Event description:
Revision surgery- the foundation shoulder hemispherical was used as an antibiotic space in order to proceed to a reverse shoulder prosthesis.

Manufacturer narrative:
The root cause for the revision surgery on (B)(6) 2012 was identified as the implantation of an antibiotic spacer in the process of converting the patient to a reverse shoulder prosthesis. This complaint addresses the first stage of a two stage procedure involving an antibiotic construct used to treat an infection. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the implant device history records, product complaint report database, and sterilization records show all the devices used in the surgery met sterilization, design, and manufacturing requirements. All devices reported were sterilized with an acceptable gamma radiation dose between 25-40 kgy and were within their expiration dates at the time of the original surgery. There was no information submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. It is unknown to what extent the patient became infected. The data reviewed in this report supports that this incident was not the result of a product or manufacturing process defect.